Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and caller stated that no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer, supported by company representative and technical support, attempted to reset pump and use storage mode multiple times, but pump did not respond correctly, so technical support provided pump reset instructions and arranged pump replacement when troubleshooting could not be completed.